Event description:
Customer reported that the insulin pump's act button was only responding intermittently. Customer did not recall any significant events leading up to this issue. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However the keypad connector was locked. No damage noted on keypad traces. The insulin pump has a small crack on the reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.